Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a during post implant check, the atrial lead exhibited a capture anomaly. A chest x-ray confirmed that the lead was dislodged. The lead was repositioned successfully. The patient was in stable condition.